Manufacturer narrative:
H2/h6: product bi71000861, lot number: 2051622011 rev. 5 was returned for analysis. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: the returned hv tank was analyzed. It failed a bench test. The cathode hv connector common to small and cathode hv connector common to large failed resistance test. Visual inspection confirmed that there was a crack in the cathode. Previously reported codes b01, c02, and d02 are applicable, as is code c07. The returned starter upgrade kit was analyzed. It was installed in a test system. The system did not initialize. The generator did not ready. Motion, charging and communication readied. Previously reported codes b01, c02, and d02 are applicable. The returned power conversion was analyzed. It passed bench testing. The rep installed it into a test system. When turning power on at the rotary switch, both fuses in power tray blew. There was an internal short in the power conversion. It was faulty. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576 ; serial/lot #: unknown, product ID: bi71000860 ; serial/lot #: unknown, product ID: bi71000861 ; serial/lot #: unknown, product ID: bi71000469 ; serial/lot #: unknown h2) the system was serviced in the field multiple times. The power converter was replaced. The system was no longer blowing fuses in power tray. All motions were restored, but the pendant was not getting to two dimensional (2d) mode with persistent cross over generator icon on pendant. The field representative (rep) reviewed the logs with main error "xray acquisition state error : internal error state" being reported by the controller. The rep verified 400 volts of direct (vdc) current to be present at j1 - power conversion assembly but absent on jumper 1 (j1) to generator. Generator service console reporting error11 (load capacitor error). The rep checked for 24 volts (v) output from charger enclosure on j2 (pins 5 <(>&<)> 6) but measured 0 v. The rep removed the power tray and tested by applying 24v to relay coil and resistance check on one side of contacts showed high impedance.the power tray was replaced. The rep cleared the bit in software despite no red light on the assembly.. 400 vdc restored to the inverter after previous actions. The system was still not getting to 2d mode due to new error e138 (starter inverter error). The rep followed troubleshooting procedur es in sedecal manual and ordered new dual starter board as recommended. The rep replaced the dual starter board and the system was finally able to get to 2d mode. The rep continued with system testing after previous actions but fluoroscopy exposures terminating early with error 40 (imbalanced kvp). Verified presence of oil and silicon seals in tank. On closer inspection, the rep noticed fine hairline crack to be present inside the cathode well of the tank starting mid-way down the side of well extending to common pin socket. The tank was replaced. The rep then acquired multiple 3d spins again without any errors. No parts have been received by the manufacturer for analysis. Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The system was serviced in the field, and the image quality was unable to be tested as the system did not get to 2d/3d mode to test as well as the emergency stop test was unable to be performed as the system did not power up. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was over the patient and the system failed just before the navigation spin (i.e. On button solid blue but pendant off). It was instructed to do a force shutdown and disconnect the mobile viewing station (mvs) from the imaging acquisition system (ias) and to power back up but the same symptoms of on button solid blue but pendant blank. The door was manually opened to safely remove it away from over the patient. A second imaging system was used to proceed with the case. No impact to patient outcome. There was less than 1 hour delay in the surgical procedure. Upon inspection of the system, both power tray fuses were to be over current. The fuses were replaced, and when turning the system on, a bang and flash was observed from the power converter. Both fuses in the power tray were over current again suggesting a fault with the power converter.